Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, missing end cap sticker. Unit received without belt clip slot, unable to verify.

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. It was also reported that the customer received a button error alarm. Customer's blood glucose level at the time 98 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.